Event description:
A medtronic representative reported the 5.5 tap looked inaccurate on the stealthstation s7 system (inferior / superior out of the pedicle rather than straight down it) when the grey tracker was positioned in a certain orientation. However, when it was rotated, it was accurate. They were using o-arm imaging, and the spine and frame were not moving in relation to each other. They had no issues with the violet tracker on the driver or pak needle earlier. They have re-verified the instrument, but see the same behavior. The doctor discontinued use of that instrument with no impact to the outcome of the procedure or the pt.

Manufacturer narrative:
The instruments needed to be sterilized and were unavailable for testing when the medtronic rep was onsite. No parts or files have been received by the manufacturer for evaluation.